Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr performed 14 years ago and the patient experienced subluxations 3 times. The first revision surgery was performed on (B)(6) 2019 to replace the cup (manufactured by another company) and head (manufactured by s+n), but the subluxation was not still resolved. A second revision surgery was performed on (B)(6) 2021 to replaced the cup (manufactured by another company) and the oxonium hd 10/12 28 mm +5 ext (manufactured by s+n). It was noticed that the device was heavily damaged. The current health status of patient is unknown.